Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer was able to regain connection, but loss of connection issue appeared again. Customer declined additional troubleshooting from tandem customer technical support concerning this issue. No additional patient information was available.